Event description:
The customer reported that an error code displayed on the unit and that there were noise sounds of loose parts inside the panel. Eval of the returned unit confirmed that there were loose screws inside the pane.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by cannon healthcare solutions USA. (B)(4). Eval of the returned product found loose screws inside the unit. The shock-absorbing material and one integrated circuit on the dc-dc board was damaged. The unit was serviced for the loose screw issue. After fastening the screws and replacing the dc-dc board, the unit was inspected and an x-ray exposure was conducted without problems. MFR cross-reference #: (B)(4).